Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Unit successfully downloaded to thump. No rewind anomaly, back light anomaly or unresponsive keypad noted during test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies and keypad trace during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, broken belt clip rails, missing serial number label, corroded battery tube, corroded motor home switch. The p-cap/reservoir does lock properly. Pump passed required testing and no power error, rewind anomaly, back light anomaly or unresponsive keypad noted during testing. Cosmetic damage at belt clip rails was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), charge/battery lasts less than expected, keypad/button unresponsive/button error, back light anomaly, rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Insulin pump will be replaced. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1884 was requested and customer response was the device will be returned.